Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as additional information was unable to be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the reporter. The device was evaluated, and the allegation was confirmed. Additional issues were identified during the device evaluation: clogged air/water channel, stretched angle wires, the bending manipulation coating peeled due to chemical stress, chipped objective lens, and the universal cord was found to be damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, experiencing an aspiration problem on the gastrointestinal videoscope. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that foreign material was inside the scope, which caused incorrect or insufficient reprocessing on the device. This report is to capture the reportable malfunction of foreign material inside the scope due to incorrect reprocessing.